Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. H3: a review of the sterile certificate and the final endotoxin test report was performed. The lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure.

Event description:
It was reported that this patient's ankle was revised. Surgeon wash out and liner exchanged. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5: describe event or problem.

Manufacturer narrative:
D10: concomitants: 351-90-21 - 3.5 pin pouch 6664047, 351-90-20 - tubercle pin pouch 6939726, 350-31-03 - tibial plate mb sz 3 lt a644785, 350-01-02e - talus - left - sz 2 - EU a902849, 351-90-22 - 2.5 pin pouch a912744, 351-90-24 - talar trial screw pouch b074346. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's shoulder was revised. Surgeon wash out and liner exchanged. Patient was last known to be in stable condition following the event.